Event description:
It was reported that this right ventricular (rv) lead exhibited noise, some of which was suspected to have been oversensing over its implanted history. No changes were made and boston scientific technical services provided troubleshooting options to the field. The rv lead remains in service and no adverse patient effects were reported.